Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed no further similar event since unit's manufacturing date. No concerning trend about this failure mode was detected. Based on investigation findings, a hardware malfunction of the venous clamp could be reasonably excluded. Since no service activity was required by the customer as the event did not recur furtherly, this was considered an isolated event whose root cause cannot be determined. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz venous clamp. The incident occurred in germany. Through follow-up communication with the customer, it was learned that he has continued working with the essenz console (it is in use every day) and the error has not occurred again. Type and size of the tubing used was also set correctly. In addition, it was confirmed that the issue occurred only on this hlm and only for this case. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz venous clamp was not closing. In detail, when the user turned the venous clamp knob to 0%, it immediately popped open again. This occurred for five (5) times. It finally worked on the 6th attempt. There was no patient injury.